Manufacturer narrative:
E1: initial reporter address 1: (B)(6). Device evaluated by manufacturer: the device was returned for analysis. A visual examination identified no damage to the balloon. No issues were noted with the balloon of the device that may have potentially contributed to the complaint incident. The markerbands and blades and tip section of the device were visually and microscopically examined, and no issues were noted with the markerbands, blades or tip of the device that may have potentially contributed to the complaint incident. All blades were present and fully bonded to the balloon material. A visual and tactile examination found that the device was received in two sections as a result of a break in the hypotube. The break was located at 57.4cm distal to the strain relief. This type of damage is consistent with excessive force that could have been applied to the delivery system. No kinking was identified along the two sections of the hypotube. A visual and tactile examination of the extrusion shaft found no issues with the extrusion shaft.

Event description:
It was reported that a shaft break occurred. A 10mmx4.00mm wolverine coronary cutting balloon was selected for use. During procedure, the wolverine coronary cutting balloon became kinked during insertion. Force was applied to correct the kink and the shaft then broke. The location of the break was not within the patient. The device was removed. There were no patient complications reported and patient was good post procedure.

Manufacturer narrative:
(B)(6).

Event description:
It was reported that a shaft break occurred. A 10mmx4.00mm wolverine coronary cutting balloon was selected for use. During procedure, the wolverine coronary cutting balloon became kinked during insertion. Force was applied to correct the kink and the shaft then broke. The location of the break was not within the patient. The device was removed. There were no patient complications reported and patient was good post procedure.